Event description:
The advocate stated that paramedics were called because the customer was found unconscious by his mother. Paramedics tested the customer's blood glucose at 41 mg/dl, while the customer's breeze2 meter 83 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. The customer was treated with glucose and taken to the hospital. No other information was provided about the event. The advocate did not have the customer's test strips with him at the time of the call, so troubleshooting was not possible. The advocate was advised to return the customer's test strips for evaluation. The customer's meter was also to be replaced. Replacement products were sent to the customer.